Event description:
It was reported that the customer felt the bed exit configuration was counterintuitive leading to some confusion regarding whether the bed exit alarm was actually activated, potentially causing the clinician to not be alerted/aware of possible patient fall condition; there was likely a patient fall, though no specific details regarding the fall could be confirmed.

Event description:
It was reported that the customer felt the bed exit configuration was counterintuitive leading to some confusion regarding whether the bed exit alarm was actually activated, potentially causing the clinician to not be alerted/aware of possible patient fall condition. It was further reported from the medwatch report, a serious injury occurred, but no further information could be obtained regarding the injury. The device was not made available for evaluation but the user facility was provided further training on proper use of bed exit alarm.

Manufacturer narrative:
The investigation is complete. The device was not made available for evaluation but the user facility was provided further training on proper use of bed exit alarm.